Event description:
Amplatz closure device was placed at pfo and tee in cath lab showed good position. In pacu pt had hypoxia and repeat tee showed the device was out of place. Decision making about retrieval occurred and pt taken back to cath lab the next day to attempt to retrieve device. Catheter was screwed into the device and when withdrawing the device became disengaged and embolized to the pulmonary artery. CT surgery was consulted and the pt went to the operating room emergently for device removal, repair of the pfo and repair of a tear in the left ventricular outflow tract.